Event description:
Sorin group (B)(4) a report that the touch screen of the s5 roller pump was unresponsive during a procedure. There was no report of pt injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative noted signs of fluid ingress and replaced the faulty touch screen. The replaced touch screen was scrapped. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. This is a known issue for which a CAPA ((B)(4)) has already been implemented. Evaluated on site by livanova technician.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) mfrs the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 roller pump was unresponsive during a procedure. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.